Event description:
Registered nurse (rn) noticed IV fluid leak on floor. Rn found the leak in tubing middle length of the tubing noting a visible tear. All IV tubing removed and replaced. No known patient harm at this time.